Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The suction canister holder was repaired, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the suction canister holder had broken on the unit, and therefore was not able to perform fluid suctioning. There was no report of patient involvement.

Manufacturer narrative:
Per additional info received, there was no loss of suction as a result of the crna breaking off the handle of the suction canister. This complaint is not reportable in the USA.